Event description:
It was reported that during a low anterior resection, the ec60a device misfired while using a blue reload; it is unknown which firing this occurred. An ecs25 was fired and it is unknown how the device functioned. An ecs29 was fired and it is unknown how the device functioned. The procedure was converted to an open procedure. There was a hole in the uterus and a tear in the rectum. It is unknown if there was any amount of blood loss. It is unknown how the case was completed. The patient is still in the hospital. Additional information has been requested.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
Additional information received on 6/28/2010: spoke to clinical risk manager. Account completing a root cause analysis (rca) for the ec60a as a result of this event. Surgeon was not aware that this device could not be used with the versa step trocar. She did not know exactly how the device misfired, but said that because it took more force to get the device down the trocar, it then misfired, causing the tear, which then led to the case being converted to open. She indicated that the rca was only for the ec60a. Asked for an update on the patient and was informed that she could not provide any information. Asked about device return and was informed that corporate clinical risk management is reviewing options for device return.

Manufacturer narrative:
(B) (4). (B) (4). Device not released and returned for analysis the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.